Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and a sling was implanted. Concomitantly the patient underwent a hysteroscopic myomectomy due to dysmenorrheal/pelvic pain. It was reported that the patient had a mesh explantation in (B)(6) 2003 due to stress urinary incontinence. (B)(4).

Manufacturer narrative:
Additional narrative: it was reported that following insertion the patient experienced pain, urinary retention, scarring, chronic inflammation and fibrosis. It was reported that patient underwent revision/excision of sling on (B)(6) 2003. (B)(4).

Manufacturer narrative:
It was reported that following insertion the patient experienced urgency, frequency, urinary tract infection, and obstruction.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2001 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).